Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually (B)(6). This (B)(4) antibody screening test well was known to be (B)(6) for both e antigen and k antigen.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly (B)(6) antibody screen, when tested on a galileo echo.